Event description:
It was reported that during an iliac angioplasty (off-label use) and stent placement, the stent could not be deployed. The delivery system was removed and replaced with another of the same make and type to successfully complete the procedure without further complications being reported.